Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had a blockage, reprocessing issue. The reported issue was found at the beginning of a diagnostic esophagogastroduodenoscopy procedure. As such, the procedure was completed with another similar device with minimal delay of three minutes. There was no evidence of a life-threatening event occurring or that the patient developed permanent damage or impairment due to the short delay. There was no adverse effects as a result of reported issue. There is no evidence that the patient developed a permanent disability or permanent damage that caused substantial disruption in the state of health of the patient, and that additional medical or surgical intervention was required to preclude permanent impairment of a body function or damage to a body structure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is likely that irregular stress was applied to biopsy channel during user handling, which damaged the channel, resulted in clogging. Olympus will continue to monitor field performance for this device.